Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer / engineering called into philips to report the device needs a general evaluation since system is down. There was no reported patient involvement / adverse patient impact.